Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a supply change the patient experienced sustained hyperglycemia, with sensor readings displaying "high" for several hours while the ilet bionic pancreas delivered repeated correction insulin and the reservoir volume decreased from approximately 180 units to 27 units; the caregiver was unable to verify site integrity while the patient was unattended, and a repeat supply change was performed, after which glucose values trended down to 183 mg/dl. Symptoms included dizziness upon standing, consistent with hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included review of device logs, user troubleshooting of the infusion set and site, and education on infusion set replacement and high glucose management. Investigation of this case revealed hyperglycemia of unclear etiology, with potential infusion site or delivery effectiveness concerns not confirmed, and pump alerts for sustained high glucose reported without device alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear.